Manufacturer narrative:
(B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Physician reports a patient who had implant rupture and capsular contracture (unknown baker grade) with allergan implants. This relates to the right side. Unknown if device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Event description:
Physician provided a baker grade iii for right side contracture.